Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted there were a lot of adhesions and distorted anatomy secondary to the previous surgeries and the mesh that was used. There was a lot of scar tissue. It was reported that the patient experienced severe abdominal pain, adhesions, distorted anatomy and scar tissue. It was reported that the patient had a mesh implanted on (B)(6) 2009 which was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/05/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.